Manufacturer narrative:
Device evaluation summary: the reported issue that the customer ran the patient 2 times and both results were over 12%, and also mentioned that the unit failed wet qc on the first attempt, but passed on the second run was verified during service. During a visual inspection of the controller interface pwa the service technician noticed something growing around r57, tp50 and r57. The board was replaced. Also, replaced the flag sensor pwa to take care of the original complaint. Performed lift wire calibration. Preventive maintenance was performed as per specification. D9: instrument was serviced at the facility by medtronic field service and was not returned to medtronic service center medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an act plus instrument, it was reported that the customer ran the patient 2 times and both results were over 12%, and also mentioned that the unit failed wet qc on the first attempt, but passed on the second run. All readings were performed with an experienced user. The instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that both liquid and electronic controls were used. Liquid controls performed once a week, and electronic controls performed every 8 hours. No error code observed, control values were obtained but control values were not used.